Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(4) (test strip lot 496922), is related to case with patient identifier (B)(4) (unknown test strip lot number).

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: a result in the "500's mg/dl range", a result "around 360 mg/dl", a result in the "200's mg/dl range", and a result in the "100's mg/dl range". No adverse event reported. The customer could not remember if test strip lot number (496922) or the unknown vial of test strips were used for the comparison. The customer thinks he may have used test strips from both vials at the time of the comparison, but he is not sure which strips were used for which results. Return of the suspect device was requested for evaluation.